Manufacturer narrative:
H.6. Investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. No DHR review can be carried out as lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that patients develop extravasation injuries during contrast medium treatment with an unspecified unspecified bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: (2 of 2 complaints) indicated that she works in the radiology department and they have had instances where patients develop extravasation injuries during contrast medium treatment on the venflon pro safety.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that patients develop extravasation injuries during contrast medium treatment with an unspecified unspecified bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: (2 of 2 complaints) indicated that she works in the radiology department and they have had instances where patients develop extravasation injuries during contrast medium treatment on the venflon pro safety.